Manufacturer narrative:
Device 2 of 2. Device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Lead was returned incomplete and could not be tested functionally. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in a response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.

Event description:
Reference MFR report: 1627487-2009-00311. The patient received his scs system consisting of an ipg and lead on (B) (6) 2009. It was reported that about 3 weeks postoperatively, the patient was admitted to the hospital with a systemic infection that did not appear to be localized to the surgical sites. The system was explanted on (B) (6) 2009. Follow-up on the patient found he is doing fine. It is unknown if another scs system has or will be reimplanted.